Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (charger won't charge) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the ca board. Additionally, q1 was shorted on the bedside pca due to liquid contamination on the battery pca. Root cause investigation including destructive testing is underway on devices exhibiting similar pld and pxa failure modes. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a patient's battery pack.